Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a myomectomy, while the surgeon was taking large bites of tissue with the dissector, a piece of the active waveguide disengaged and fell into the pt's cavity. The piece was retrieved and there was no reported pt injury. The staff installed a new dissector onto the system in order to continue the case.